Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure, the twelve sutures had no thread knots. No patient complications have been reported as a result of this event.

Event description:
It was reported that during a procedure, the twelve sutures had no thread knots. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The visual inspection of the returned sample noted that the sutures were returned with the loop opened. Under microscopic inspection, material transfer was observed at the weld site. Functional testing on the opened complaint device was precluded as the loops were returned opened. It was reported that it had no thread knots. The reported issue was confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: off label use. Visual inspection noted that one suture was returned tied in a knot. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: absorbable wound closure device was intended to be used without the use of anchoring knots to begin or terminate the suture line. Do not tie knots. Tying knots may damage the barbs and potentially reduce their effectiveness. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.